Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted the bending rubber is torn. Bending mesh protrude outward. Additionally, device inspection service repair noted the following findings: insertion part -a-rubber leak noted. - insertion part -bending tube (metal braid) - damaged. - control unit -angulation -less or specified value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair inspection check for device metal braid inspection. There was no patient harm, no user injury reported. Device evaluation , service found the device bending rubber is torn. Bending mesh protrude outward.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: bending tube metal ejection occurred due to stress and/or device handling. A definitive root cause cannot be identified. This issue is covered in the instructions for use: warnings and cautions: follow the warnings and cautions given below when handling this instrument. This information is to be supplemented by the warnings and cautions given in each chapter. ¿ never perform angulation control, suction control or insertion/withdrawal of the endoscope's insertion tube without viewing the endoscopic image. Patient injury, bleeding and/or perforation can result. ¿ never insert or withdraw the endoscope's insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result. Olympus will continue to monitor the field performance of this device.

Event description:
This report was submitted for the reportable malfunction found at estimation / device evaluation (torn bending rubber).